Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons had to press more than once. The customer stated that the insulin pump had minor physical damage and rejected new battery. Customer stated that reservoir cartridge sometimes had to screwed in twice to connect properly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed displacement test and self-test. All buttons were tested while navigating the menus, and they all worked properly. The insulin pump monitored for a day. The insulin pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. The insulin pump passed displacement test, self test and passed off no power test. No button error alarm/keypad anomaly, failed batt test, low battery alarms noted during testing. The insulin pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. The following were noted during visual inspection: cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The device passed all required test. Buttons error alarm/unresponsive button, charge/battery anomaly, low battery, failed batt test alarms and p-cap/reservoir does not to lock into place not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.